Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, the valve was deployed to 80%. After 5 minutes at this position, the valve did not fully expand. Due to concerns over the nose cone getting caught on the valve if the valve was fully deployed, the system was removed. After removal of the system the valve was inspected. A thrombus was noted on the valve skirt tissue and the base of the valve. A balloon aortic valvuloplasty (bav) was performed on the native annulus and anew valve was implanted successfully. No adverse patient effects were reported.